Event description:
Patient presented to the physician with persistent pain at the ipg site. Physician administered steroid injections to the site.

Event description:
Patient presented back to the physician with continued pain at the ipg site. Physician brought the patient into the operating room explanted the ipg and sensing lead, removed a portion of the stimulation lead, and closed.